Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the after bolus bg reminder setting had been turned on despite customer not enabling it. Customer's blood glucose was 180 mg/dl. Tandem technical support assisted customer in disabling the setting.